Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer was failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 06-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that mini drawer 1.2 left panel was blocking the drawer from opening. A field service engineer (fse) adjusted the left panel by pulling out the entire mini drawer, which resolved the issue. The system functioned as intended after the field service engineer repaired the device.